Manufacturer narrative:
Concomitant medical products: 407652 lead implanted on (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was capped and replaced as the physician claimed the lead was not functioning within normal tolerances. No patient complications have been reported as a result of this event.